Event description:
As reported by the user facility ((B)(4)): under infusion: user added 50 ml into the burette and keyed in a total time of 3 hours to complete and started the pump. Pump was running and history shows that volume has been infused. At the 3rd hour, vtbi near end (pre empty alarm) was activated. User noticed that volume of the burette still has a balance of 40 ml (which is not supposed to be the case). User claims that the upper roller clamp was fully clamped.

Manufacturer narrative:
(B)(4). The device is currently shipping from the user to our (B)(4) laboratory in (B)(4) for investigation. A follow-up report will be provided when the examination results are available.

Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. The history files revealed no abnormalities. Thereupon the infusomat space was subject to a visual and functional examination. No external damages were found. The device was in a good condition. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times. All measured values were within specification. Additionally the pressure stages and the mechanical pressure limitation were tested. The investigation results were out of specification. Subsequently it was found that one pressure sensor was defect. The respective pressure sensor was changed and upon re-test the pump operated as intended within specification. Furthermore the pressure stability of the safety clamp was checked against free flow and found according to specification. We have reviewed our global complaint database. No similar complaints were reported in the last 10 years complaint history. This rate of occurrence is in line with the current risk analysis. Thus we regard this complaint as an isolated case.